Manufacturer narrative:
(B)(4). Date sent: 1/24/2025. D4: batch # unk. Additional information was requested and the following was obtained: "was this the first trocar that was inserted in the procedure? Yes. This was the first trocar inserted during the procedure. -was the abdomen insufflated first? No. The abdomen was not insufflated first. -what obturator was used with this trocar? It was a standard obturator with the optimal cutting trocar (has a clear tip). -will the obturator be returned for analysis? No. -did the trocar break during insertion or during use within the surgical procedure? The trocar broke during the procedure; it was locked in place, but did not break at that time. The surgeon took the camera out with the obturator. In an attempt to withdraw the trocar and insufflate, too much torque was applied on the trocar, snapping it in the mid shaft due to the patient¿s body habitus. -if during insertion, was the obturator locked in place during the insertion? What type of obturator? -if during use, what instruments may have been within the trocar at the time and were the instruments being torqued to one direction? There were no instruments in the trocar at the time it broke. The camera had already been removed." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, a trocar was insert into the patient, as inserting the trocar hit the iliac wall at this time the trocar felt like " it bent like a straw" stated by facility. They tried to convert to open. Case resulted in patient death.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2025. D4: batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2025. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cb5lt device was received with the sleeve broken. Additional materials analysis was performed on the device. Sem (scanning electron microscopy) imaging of the broken surface indicates that the fracture is ductile in nature. One possible cause for the damage found may be due to excessive force being applied to the device. Please note once partial entry has been accomplished, very little pressure may be required to complete entry. Excessive pressure could cause injury to intra-abdominal or intra-thoracic structures. For additional information please refer to the instructions for use for additional information regarding proper device usage. In addition, an elemental analysis identified silicone lubricant that is present on the trocar and glycerol trioleate as suggested chemical matches for the spectrum. Glycerol trioleate is likely surgical residue. No evidence of contaminants were found in the complaint sample. The manufacturing records couldn't be reviewed as the batch number is unknown.